Event description:
Customer is experiencing differences between his sensor glucose and blood glucose, sensor error, calibration error; low predict alert and some irritation on the site. Customer reports low blood glucose of 47mg/dl. Customer states he has pump low set at 80mg/dl, but does not use continues glucose monitoring system because of the alarms. Customer was encouraged to go back on continues glucose monitoring system. Customer's current blood glucose is 137 mg/dl. Customer was advised to calibrate only when stable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.